Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 419 mg/dl. Customer did not state how they treated for the high reading. The customer also experienced ache and felt drying out. The customer stated that they received software error detected pump error and they were able to clear the alarm and complete the rewind process. During troubleshoot for pump error, the insulin pump passed self test. It was unknown whether the auto mode feature was active or not at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Insulin pump returned with pump error 53 on 21-december-2021. Insulin pump's history and trace files downloaded successfully using thus software. Insulin pump passed the self test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. No pump error 53 alarm noted during testing. Pump error 53 was present in the history download on event date of 01/02/2022 03:42am. Esf#: 3470387, (file number: (B)(4) line number: (B)(4). Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. Test p - cap/ reservoir locks properly into place. During visual inspection the following were noted: pillowing keypad overlay, and a scratched case. Pump error 53 (line number: (B)(4), file number: (B)(4) alarm confirmed in insulin pump history/trace files on (B)(6) 2022 at 03:42am due to a possible hardware error. Problem isolated to electronic assembly esf#: 3470387. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.